Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the managing physician completed the MRI eligibility form on (B)(6) 2020. The first page of the deep brain stimulation (dbs) eligibility form did not include a check for the eligibility type (full body, head or not determined). They indicated that the box in step one, which states "no short or open circuit was detected" was not checked but the other box "there are no abandoned dbs components" was checked. In step two of the form, only box b "there is no pocket adaptor implanted" was checked and below the check boxes in the head only section, the ins model 37601 was circled. No information was completed in step 3 of the eligibility form. Based on the callers description, the physician did not understand how to complete the eligibility form or concluded that the patient has a short or open in the system. The caller has no further detail about why the form was completed as described. No patient symptoms were reported.